Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm 30 and resolved the issue by referencing another case.